Event description:
It was reported the patient was having a hard time and they never feel stimulation. The patient saw a symbol of an implantable neurostimulator (ins) with a lightning bolt that said okay. The ins battery was at 75%. The patient was having a hard time getting up and walking, they were very unsturdy, and had ¿real pale walking.¿ no interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3387s-40, lot# v833497, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# v674524, implanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4). Analysis of the extension (s/n (B)(4)) found the connector on the proximal end was not completely seated in the implantable neurostimulator (ins) connector port.